Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) observed through the application that not all mini drawers in drawer 4 were opening correctly, and upon arrival, the dispenser screen displayed an error indicating an issue with all 18 mini drawers in the drawer. The fse powered off the dispenser, inspected the rear section, and powered it back on, but the malfunction persisted; the system was then accessed using carefusion admin and the hardware testing application to perform diagnostics by row and individual mini drawer, which identified mini drawer 18 as the source of the issue. Further inspection revealed that several circuit traces had burned out due to the cable snagging against the chassis during a drawer closing operation. The damaged components were replaced, a second round of diagnostic checks was completed, and the dispenser was restarted, restoring full functionality to all 18 mini drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mini drawer 4 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.